Manufacturer narrative:
Investigation summary. 02/11/2026. The reported complaint of separation was confirmed based on the image provided by the customer. No product samples, videos were returned for investigation. However, an image was provided by the customer showing the pressure tubing separation. Without the return of the reported sample, a probable cause could not be identified. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The heat-sealed joints have failed on two safeset¿ - transpac® it w/03 ml reservoir and needleless valve, red stripe tubing, with velcro arm strap, patient mounts. The registered nurse was in the actual room when it happened and observed the loss of wave form on the monitor. There was backflow of blood, the arterial catheter was clamped to prevent further blood loss; there was next to no blood loss for the involved patient.